Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed motor error and damaged battery cap. Advised the customer that battery cap would be replaced. Customer's blood glucose was 210 mg/dl. Customer declined to do troubleshoot due to he will talk to diabetes therapy consultant for upgrade process. No further information provided.